Event description:
It was stated that the customer passed away while wearing the insulin pump. The customer was hospitalized for diabetic ketoacidosis prior to passing away but there was no blood glucose reading reported. The customer's husband agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.